Event description:
Customer states he believes the vsii is not aliquoting accurate amounts of serum into the twin tubes. He noticed a pt was run on a twin tube for a ferritin and when repeated later on the primary tube, the results were different. The initial ferritin result was 150 ug per l when run on the centaur. The result was questioned by the physician who requested a rerun. The primary tube was run on the same centaur giving 4.9 and 5.7 ug per l. Customer had no history or medication info regarding the pt. Pt was not adversely affected. The field service representative could not find a cause for the discrepancy. He performed test run with colored water to ensure proper pour off into correct tubes with good results.